Event description:
It was reported that before PICC catheter puncture, when the catheter hand checked the integrity of the product, it was found that 1 case of mst front end tear sheath was damaged, resulting in additional consumption of consumables. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed and was determined to be use related. The product returned for evaluation was one opened 4fr sl groshong nxt catheter kit. Amongst the kit components was one 4.5fr microintroducer. The returned product sample was evaluated and the tip of the sheath was observed to be damaged. The following observations were noted during the sample evaluation: usage residue was seen on the sample. Slight buckling of the edges of the sheath was present. The shape, location, and extent of the damage observed on the returned sample suggest that the microintroducer sheath was most likely damaged due to excessive insertion force, an inadequate skin nick, and/or a steep insertion angle. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that before PICC catheter puncture, when the catheter hand checked the integrity of the product, it was found that 1 case of mst front end tear sheath was damaged, resulting in additional consumption of consumables. No other information was provided.